Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced personality module surgeon console (pmsc) to resolve error 48200 issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmsc was analyzed and the reported problem error 48200 on pmsc was confirmed. In artemis, there was error 48200 found to indicate the failure occurred in the field. Visual inspection, dvi ports on both scls were found damaged due to wear and tear. The pmsc was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the damage of digital video interface (dvi) ports on surgeon console leaf (scl)-1 is root cause of the reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, error 48200 occurred and the left eye on the surgeon side console (ssc) was dark. Customer tried both a power cycle and a hard cycle, but the issue persisted. Technical support engineer (tse) confirmed that error 48200 pointed to the personality module surgeon console (pmsc). Tse advised customer to change the console, and this resolved the issue. Tse explained to customer that ssc required repair. There was no report of patient involvement.